Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected at the time of the se. The hp stated an unused supply line clamp was open. The technical service representative (tsr) had the hp cycle the power twice on the hc to clear the se. The tsr advised the hp to start over with all new supplies or perform capd to complete therapy and then inform the registered nurse (rn) of the se 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The reported condition was confirmed, based on the customer report, and determined to be caused by use error (clamp left open). Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy.